Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the drawer 4 was not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. Additionally, it was reported that the user was able to retrieve the needed medication from another source and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 4 was not detected on the bus because of a faulty module controller board. A field service engineer resolved the issue by replacing the module controller board. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.